Event description:
Olympus was informed that during an unspecified hysterectomy, an unknown error was displayed on the generator. Upon visual examination of the handpiece, it was noted that the teflon pad was melted and peeled off. A piece of teflon pad was noted inside the patient and successfully removed. The procedure was completed with another handpiece. There was no patient injury reported.

Manufacturer narrative:
The handpiece has not been received. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.